Event description:
It was reported that bd syringe 3ml ll barrel was cracked. This email is to notify that baxter healthcare (australia) has received a complaint. Please find attached baxter complaint notification form. Additional information has been requested from the customer and will be forwarded, once received, including whether there was any skin contact / contamination with cytotoxic solution. Noting this is a near miss cytotoxic spill. Please advise if you intend to notify the tga regarding this event, otherwise notification will be forwarded by baxter healthcare. 'Pharmacist from (B)(6) emailed baxter compounding services on (B)(6) 2025 to report 1 azacitadine cytotoxic syringe was leaking. No batch details provided during initial report. Customer reported the product was returned from the ward (patient ef) due to leakage. Upon examination, the customer reported the barrel of the syringe has a long, fine crack along it. Customer requested a credit for this item. The batch is unidentifiable based on the photograph provided; however, the syringe is a becton dickinson (bd) syringe with an ancillary attachment. This was identified at the hospital on (B)(6) 2025 prior to use. The actual sample was contaminated with cytotoxic solution and cannot be returned; however, a photograph has been provided for investigation. Baxter compounding services product: azacitadine (accord) syringe, batch details requested.' Additional information has been requested from the customer and will be forwarded, once received, including whether there was any skin contact / contamination with cytotoxic solution.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of barrel cracked was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.